Event description:
Approximately one year after an optetrak total knee was implanted. The patient began complaining of knee pain. During revision surgery, it was discovered that the stem extension had broken off from the taper adaptor. Incident occurred in spain.